Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. On 14-may-2024, it was reported that the needle break on extended infusion set upon insertion at abdomen. No further information available.